Manufacturer narrative:
Patient initials are (B)(6). Additional patient identifier (csn) is (B)(6). (B)(4). The complainant part was not explanted. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a washer separated from a screw during the final tightening step of an open reduction internal fixation (orif) procedure of the pelvis on (B)(6) 2016. The surgeon inserted a 6.5mm cannulated screw with a washer into the patient's pelvis. An x-ray was taken, which revealed that the washer had separated from the screw. The washer should have been seated between the head of the screw and the bone, holding the screw in place. However, the surgeon had pushed the screw completely through the washer. As the surgeon was pleased with the positioning of the screw itself, it was left implanted. The washer, however, was removed. An additional x-ray was then taken to determine the final positioning of the screw. There was no reported surgical delay. The patient's status was reported as "good" at the end of the surgery. This report is 2 of 2 for (B)(4).